Event description:
It was reported that during a lap right hemicolectomy procedure, the device fired correctly the first four firings. Resistance was felt on the firth firing, but the surgeon continued to fire. A crunch was heard and the device fired an incomplete staple line. The device was reloaded and the same thing occurred. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.